Event description:
The low out of range impedance values (<50 ohms) was reported for electrodes 5 and 6. All other electrodes were normal. Reprogramming was done. The patient had great coverage without using the affected electrodes. The patient was able to obtain good stimulation coverage at lower settings. An early replacement indicator (eri) message was also reported. The battery life longevity estimate was inconsistent with the eri message and settings. Only part of the device system was explanted. The physician and the patient agreed to use, not explant, part of the device system. The stimulator was replaced. Per hospital protocol, the stimulator remained with the hospital's pathology unit. The patient is presently receiving good stimulation.